Event description:
It was reported that pt complaints of pain down entire leg. She has discomfort when sitting and standing. She is unable to bear weight on right hip. She has received recall letter. She has had blood tests and these have shown no metal in her system. An MRI has shown build up of excess fluid around hip. She is scheduled for a revision surgery. Additional info: pt was revised due to pain and high in number. Pt's stem was extracted and replacement with a secur-fit plus. Rejuvenate stem record enclosed.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.